Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 or 600 mg/dl. Customer stated having issue with calibration. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.